Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) sterile repeater pump tube sets were not working with a baxter pump. It was further reported that "liquid would not come and only air was going in". The issue was identified during preparation, while filling pca narcotic syringes. When filling the pca syringes to 30 ml, the syringes were short volume. The tubing was changed to a new set and the same problem occurred. The pump was calibrated after each pca syringe and the volume was still short. A new tube set from a different lot was used with no further issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d9, h3, h4, h6, h10. B5: during follow up, it was clarified that five (5) units were affected. Initially reported as 2 quantities. H4: the lot was manufactured between march 23, 2021 to march 24, 2021. H10: three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.